Manufacturer narrative:
The three batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis of the devices revealed that the devices met specifications as the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery/(B)(4)/ model #1650 / exp. Date: 2016-10-31. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2015-10-31. Labeled for single use: no. (B)(4). Battery/(B)(4)/ model #1650 / exp. Date: 2016-08-31. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2015-08-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that the patient's batteries were switching and draining simultaneously. The patient came into clinic and log files were sent for review. "Critical battery" alarm was noted. The batteries were replaced with no reported patient consequence. No further information has been provided.